Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The reporter stated that they thought the minicap "might have had an impact", however they didn't have any record of the lot numbers or expiration dates of the past products used; therefore, the cause will remain unknown. It was reported the patient was hospitalized and received unspecified antibiotics for the event. At the time of this report, the patient outcome was reported as "is fine now". Pd therapy was discontinued, and the patient was switched to hemodialysis. No additional information is available.